Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Images were sent to gore for analysis. Further information will be provided. Also was implanted pxc (B)(4).

Event description:
On (B)(6) 2010, the patient underwent a procedure using gore excluder aaa endoprostheses. It was reported that on (B)(6) 2013, the follow up computed tomography scan revealed the contralateral and ipsilateral limbs have migrated an unknown amount. Also, there appears to be a distal type I endoleak. The physician is monitoring the patient. Images were sent to gore for analysis.